Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute onyx drug eluting stent. There was no damage noted to packaging and there were no issues noted when removing the device from the hoop/tray. No difficulties were noted when removing the protective sheath. The stent was inspected before use with no issues noted. The device was not kinked and re-straightened during use. The detached portion of the device does not remain in the patient. The device did not pass through a previously deployed stent resistance was encountered when advancing the device and excessive force was used. The inflation device was on neutral during delivery of the device. It was reported that the stent dislodged from the balloon inside the non-mdt guide catheter after the physician felt the shaft stick while going forward over the wire and in the guide catheter. The dislodgement occur during withdrawal of the device in the guide catheter. The event occurred while inside the guide catheter in the patient's aorta. The device did not reach the coronary artery. The shaft and detached stent were removed from the patient. The procedure was completed using a resolute onyx of the same size. No patient injury reported.